Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, upon interrogation the pulse generator exhibited premature elective replacement indicator. It was noted that the patient had been in the hospital for a respiratory ailment in early (B)(6) 2013 and had an magnetic resonance imaging performed at that time. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.